Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a corroded iui connector was confirmed by the tpc during a site visit, however the cause of the corrosion was not identified. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During a site visit by bd representatives, biomed reported (1) female iui connector that showed signs of corrosion . There was no report of patient involvement.